Event description:
Caller reported a malfunction on the pump, specifically noting malfunction code 9, which could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.